Manufacturer narrative:
Our reference number: case-(B)(4).

Event description:
It was reported that before cori ukr procedure, the drill disconnect error happened when trying to calibrate. The procedure was changed and completed by using the navio system. There was no delay or additional complications were reported.

Manufacturer narrative:
The product, ri robotic drill (us), rob10013, intended for use in treatment was not returned for evaluation; thus, a visual and functional evaluation could not be performed, and a relationship between the reported event and the device could not be determined. While all products meet required manufacturing specifications prior to release a serial number or lot number is required to link the device to a DHR or nc investigation. A complaint history review for similar reported/confirmed complaints has identified prior events. Although the reported problem was not confirmed, a factor that may have contributed to the reported symptom may be associated with a loose connection causing intermittent connectivity. The real intelligence cori for knee arthroplasty user manual (500230) provides guidelines for recovering to a fully manual procedure in the "recovery procedure guidelines, appendix d". This failure is an identified failure mode within the risk assessment. Per complaint details from the us, the drill disconnect error happened when trying to calibrate, before a cori ukr procedure. The procedure was changed and completed by using the navio system. There was no delay and no additional complications were reported. No patient injury was reported or expected as the surgeon did ¿change technique to the navio system¿ to complete the case, which is an approved surgical technique. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities. If the product associated with this event is returned or provided at a future date, this evaluation will be reopened for investigation.

Manufacturer narrative:
H3, h6: the product, ri robotic drill (us), rob10013, intended for use in treatment was not returned for evaluation; thus, a visual and functional evaluation could not be performed, and a relationship between the reported event and the device could not be determined. While all products meet required manufacturing specifications prior to release a serial number or lot number is required to link the device to a DHR or nc investigation. A complaint history review for similar reported/confirmed complaints has identified prior events. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A historical review concluded that the lot, serial number or part number reported in this event is related to a corrective/preventive action already implemented. Although the reported problem was not confirmed, factors that may have contributed to the reported symptom may be associated with an intermittent failure of the drill exposure motor due to the thermo-mechanical stress induced within the motor at the encoder and electrical noise on the console error status inputs to the drill exposure motor encoder. Continuous improvements have been made to the cori robotic drill and manufacturing processes to reduce drill disconnection error messages. These improvements consisted of: 1. A hardware update to the cori console to reduce noise on the internal electronics. 2. An update to the cori system¿s software and firmware to improve the user experience when error messages are displayed, and 3. A hardware update to the cori drill to reduce mechanical stress on drill exposure the motor. The first two improvements are fully deployed. The third improvement is being deployed for new orders and as drills are returned for routine servicing. Also, smith+nephew is voluntarily performing a recall/field notification for the cori real intelligence robotic drill. The real intelligence cori for knee arthroplasty user manual (500230) provides guidelines for recovering to a fully manual procedure in the "recovery procedure guidelines, appendix d". This failure is an identified failure mode within the risk assessment. Per complaint details from the us, the drill disconnect error happened when trying to calibrate, before a cori ukr procedure. The procedure was changed and completed by using the navio system. There was no delay and no additional complications were reported. No patient injury was reported or expected as the surgeon did ¿change technique to the navio system¿ to complete the case, which is an approved surgical technique. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.